Event description:
Screw fell off heating coil inside device. Only one screw prsent, causing air leak so pt received no o2 through vent. "Pt low pressuring" and breathing on own. Screw replaced and leak stopped. Pt breathing resumed normally.